Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed. No specific conclusions could be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports issues with disconnection and/or leakage. In one case, a patient went home with a 5fu pump in which the valve unscrewed and chemo medication leaked on the patient. Per follow-up correspondence with the reporting facility, it was clarified that the male end of the ultrasite valve was attached to the patient's huber needle and did stay attached to the huber needle connection. However, the pump set tubing (B)(4) disconnected from the female end of the ultrasite valve, which was attached to the patient's port. The patient was receiving 5fu chemotherapy which leaked. When the patient noticed that the tubing had disconnected from the valve, the patient shut off the pump and went to the ER. The ER assessed the situation and reconnected the pump tubing to the port to re-start the infusion. The patient did not indicate if there was any treatment done at the ER for the leak. At the time the patient returned to the infusion center, there were no complaints of skin irritation or pain. The patient received the total infusion after the pump was reconnected and restarted. The disconnection happened on the evening of the third night with the pump.